Event description:
Pt underwent laparoscopic cholecystectomy, during which clips were placed in the cystic artery. Post operatively, pt developed bleeding. Returned to the or for exploratory laparotomy to get control, finding that clips had clearly slipped off. Clips were believed to be properly applied.